Manufacturer narrative:
The insulin pump was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08825 inches. Insulin pump received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose level was over 700 at the time of hospitalization. The customer treated by disconnecting from insulin pump and with insulin injections and fluids. The customer experienced chest pain die to high blood glucose. The customer stated that she felt unsafe with the insulin pump. The customer declined troubleshooting for high blood glucose value. Customer declined to perform a carelink upload. The insulin pump will be returned for analysis.